Event description:
This device was implanted on (B)(6)2016 and remains implanted at this time. A procedure dated (B)(6)2018 took place for pocket revision and repositioning of this device to assess for possible infection and pain. The physician was dr. (B)(6) in canada. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).